Event description:
Caller reported a malfunction on the pump. There was no reported impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, and the malfunction code did not recur. Caller was instructed to call back if any malfunction code recurs, and acknowledged understanding.